Event description:
The customer reported that a fatal disconnect error displayed on the system. The returned unit was repaired for a loose screw issue.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The returned unit was repaired for the loose screw issue. The battery terminal pad was also replaced. Calibration and self tests were performed. All functions were checked and met specifications. (B)(4).